Manufacturer narrative:
Block h6 (device codes): problem code a050501 captures the reportable event of bands failure to deploy. Block h6 (device codes): problem code a0401 captures the reportable event of trip wire break. Investigation results: the complaint device was not returned therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported event. Media review depicts a video where it can be observed the device housing attached in the endoscope with two bands, one of them overlap. When the physician acted the device, it is not deployed. For this reason, there is enough evidence to confirm the reported event of bands failure to deploy. However, it is not possible to identify the issues reported of "bands damaged/defective and trip wire break" cannot confirm these failures. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description and information provided by the customer there is not enough evidence to determine whether the bands failure to deploy, bands damaged/defective and trip wire break was due to the physician's technique during the procedure or was related to a device malfunction. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during an endoscopic ligation of internal hemorrhoids performed on (B)(6) 2026. During the procedure, the bands were adhered and it could not be deployed, and the band was fractured or the trip wire was fractured. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.